Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 285 mg/dl while wearing the pod less than 1 hour. The patient reported being unsure if the cannula was properly seated while wearing it on the leg. For treatment, the parent changed out the pod.

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an improper insertion of the cannula; a root cause could not be determined. No blood was found on the device and no evidence was found that would result in bleeding or bruising to occur at the infusion site. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.